Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen appeared to have a circular crack on the right side of the pump. Contacted stated that they did not know how it became damaged. There was no impact to the customer¿s blood glucose. Reportedly, the customer would continue use of the current pump for therapy.